Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices. A microscope examination of the devices displayed nicks on the knife blades. The staple guides were observed to be attached to the instruments and damage to the staple guide was observed on the second instrument. Functionally, the devices were applied over the appropriate test media producing acceptable results. Product analysis suggests the product was used in a surgical procedure. The reported conditions were confirmed. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut or the staple line may not properly form. Replication of the observed secondary, shell head damage may occur from rough handling of the instrument during use. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. However, the investigation detected a secondary condition of shell head damage that has no relationship to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap. Total gastrectomy, after firing for esophagojejunostomy, the device was difficult to be removed from the tissue. Surgeon pulled it, the oral side donut tissue was not completed. The tissue was anastomosed again. T green mark had been confirmed at the time of the first firing. The second firing was successful. Donuts were completed. UDI number is not available. The procedure was completed with another device. The surgical time was extended by less than 30 min. Additional tissue resection was required due to the issue. The device was removed from the tissue by force but no tissue damage was caused. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available.